Manufacturer narrative:
Manufacturing and quality control data: the progav® shunt system was manufactured by a qualified employee in january 2020. Deviations during assembly did not occur. The product was finally tested as article fv441t and released for packaging and sterilization as well as sterilized by miethke. The progav® has a normal pressure range of 0 to 20 cmh2o. The parameters of the valve were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The shuntassistant®has a fixed pressure of 20 cmh2o. The parameters of the valve were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed as meeting specifications. Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: no deviations or abnormalities detected. Permeability test: to check if the progav® shunt system is blocked, we have performed a permeability test on the shunt system. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav® shunt system is permeable. Adjustability test: we have investigated whether the progav® can be successfully set to each specified pressure setting. Thus, indicating whether the valve are fully adjustable within the full range of specified pressure settings (in increments of 5 cmh2o). The progav® was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force and brake function test investigates whether the braking function of the adjustable valve(s) is present and how much force must be exerted on the housing to release the rotor to adjust the valve(s) using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the progav® valves was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, slightly deposits were found in progav®. Results: based on our investigation, we are not able to substantiate the claim of "non- adjustability". However, we assume that the deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Investigation still pending, the product is not yet available for investigation. Additional informations will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav. The surgeon reported that the valve is not adjustable and it was therefore replaced. Implantation: (B)(6) 2020. Removal: (B)(6) 2020. Patient data: age y: (B)(6). Height cm: 118. Weight kg: (B)(6). Gender: unknown.